Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Additional observations: yellow particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed. Clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10.

Event description:
Physician reported ¿signs of deterioration of the integrity of implant¿, ¿rupture¿, ¿discomfort after exercise¿, ¿change in the shape of the breast¿, and ¿asymmetry¿ this relates to the right side. Device has been explanted and replaced with a non - allergan device.

Event description:
Physician reported, ¿signs of deterioration of the integrity of implant¿, ¿rupture¿, ¿discomfort after exercise¿, ¿change in the shape of the breast¿, and ¿asymmetry¿. This relates to the right side. Device has been explanted and replaced with a non - allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.